Event description:
In 2008, the patient reported his insulin infusion device is making a rattling noise during delivery. He stated the issue started 2 weeks ago. The patient also stated, the device gave an e3 (automatic off) alarm. The function of the alarm and how to deactivate it was explained to the patient. The patient said that device has not been dropped or exposed to extreme temperatures, moisture or electromagnetic fields. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.